Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced eight infusion sets cannula kinked. These events occurred on (B)(6) 2024 . These events occurred after three or more hours of insertion. Insertion site was abdomen. Infusion set had been utilized before the twenty-four hour. Customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 8 of 8.